Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received the reported field event of setscrew anomaly was confirmed in the laboratory. V-r septum was damaged and partially lifted off. It is believed that the septum damage was due to the setscrew being backed out and disturbing the septum. The device's functionality was checked on the bench and was found to be normal.

Event description:
It was reported that the device was replaced due to a setscrew anomaly during attempted implant procedure.